Manufacturer narrative:
E1, initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 1.50mm x 12mm emerge was selected for treatment. During the preparation it was noticed that the wire was kinked, causing the balloon to rupture. A different device was used to complete the procedure, there were no patient complications, and the patient was in good condition after the procedure.